Event description:
The patient claimed his blood glucose dropped to 30 mg/dl a few days ago in the middle of the night. Prior to the alleged low reading, the patient took a dose of bolus insulin via the animas pump to correct his high blood glucose he received after supper. Before he went to bed, his blood glucose reportedly was still high. He took another dose of bolus insulin at the time of concern, and woke up with the alleged low blood glucose. Reportedly, the patient was able to treat his low blood glucose accordingly. At the time of the call to animas, his blood glucose was at 163 mg/dl. During troubleshooting, the animas representative assessed the patient's alleged erratic blood glucose by evaluating the animas pump. It was discovered that the patient was using expired cartridge supply. The patient did not complete the process to fill the cannula. The advance features and the basal segment are correctly programmed according to the patient's usage. The date and time was confirmed to be accurate. There were no issues such as leakage and air bubbles with the infusion set or the insulin cartridge. There is no sign of infusion site issues such as redness, swelling, hardness or bleeding. There was no sign of a kink or bending of the cannula at the infusion site. The patient reportedly was able to prime successfully with animas pump. There was no change in the patient's activity. The animas representative concluded there was no pump malfunction associated with the alleged event. The animas products will not be returned for investigation. The patient was advised to get an evaluation of his I:c, isf, and basal setting. In addition, the patient was advised not to use expired supplies, and to complete fill cannula step. This complaint is being reported possibly due to the user error and because the patient's blood glucose dropped to 30 mg/dl while he managed his diabetes with the animas pump.

Manufacturer narrative:
Follow-up #1: date of submission 09/02/2015. Device evaluation: the pump has been returned and evaluated by product analysis on 08/12/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged inaccurate delivery issue was not verified in the black box or duplicated in the devaluation. Review of the black box data found that the data for the complaint date were overwritten due to continued customer use. Review of available date range found that the total daily delivery reflected the user¿s programed basal settings. Using the returned caps the pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour basal exercise were executed without any incidences. The pump delivery accuracy was within specifications. Audio and normal bolus were executed and recorded correctly. Unrelated to the complaint, the display was found to have a pinkish contrast. A battery compartment crack was found on the side of the compartment near the threads. The force sensor calibration was found to be below specifications.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.